Event description:
Per affiliate: it was indicated that the customer was hosptialized for lbgs. It was stated that the customer did not program these boluses that appear in the bolus history. No further details.